Event description:
The user facility reported an impella cp was being setup and during setup, there were placement signal unreliable alarms. The pump was disconnected and primed using a backup console. The pump was primed and implanted without issues. Three hours post implant, they had the same alarm "placement signal unreliable." Audio was disabled for this alarm and support was continued. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The impella device was not returned for evaluation. The cause of the optical signal issue could not be definitively determined as no product or logs were returned for analysis and limited clinical details were provided.